Event description:
Erroneously elevated troponin (accu tnl) results from several patient samples that were generated by the access 2 instrument. The actual accu tnl results were not provided. The customer stated that the accu tnl results were "in the normal or risk stratification range" upon repeat. It is unknown if accu tnl results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.